Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was interrogated because ventricular tachycardia (vt) episodes occurred with no therapy delivered as the device was not programmed to detect these episodes. The device was reprogrammed. The patent developed another arrhythmia and fell which required hospitalization. In addition, the left ventricular pacing threshold was increased. Abbott technical support reviewed the session records and no device malfunction was observed. The patient was stable. No further information was available. Related manufacturer reference number: 2938836-2017-28935.